Manufacturer narrative:
The complaint kit, smartcard, and photographs were returned for analysis. The customer provided photographs confirmed that a blood leak took place at the system pressure dome during treatment. Review of the smartcard data indicates that several pressure warnings occurred and the treatment was aborted after 353 mls of whole blood had been processed. A pressure test performed on the returned kit confirmed a leak at the bond between the tubing and the port on the system pressure dome. The root cause of the leak was most likely manufacturing operator error due to a weak bond joint during the tube bonding process. Retraining has been completed for manufacturing operators who perform this operation. No further action is required at this time. This investigation is now complete. Mc: 035258, s.d.a. (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g357 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g357 shows no trends. Trends were reviewed for complaint category pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated that approximately 353ml of whole blood was processed at the time the leak occurred. The customer stated approximately 1 ml of blood had leaked in the system pressure transducer area and that it did not pass the circle border around the gold transducer. Customer states that the treatment was aborted and the patient is stable. The patient was able to receive treatment on another instrument. The customer returned the kit and photographs for investigation.